Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an increase in right atrial (ra) pacing impedance measurements from 500 ohms to 1,000 ohms. An inappropriate atrial tachy response (atr) episode was also noted due to oversensing of the minute ventilation sensor. The device was reprogrammed to mitigate the oversensing. No adverse patient effects or symptoms were reported.